Event description:
The hcp reported the pt had come into the office due to an electrical shocking sensation in hip, or an "electrical buzz" sensation according to the pt. Impedances found during interrogation indicated and open circuit. The pt was referred to his neurosurgeon. Refer to medwatch report # 6000153200704061.